Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements due to suspected microdislodgement one week post implant. Surgical intervention was performed to reposition lead. During the revision procedure, the physician encountered helix issues preventing successful repositioning of the lead. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.